Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2022 where the ipg was revised to move the patient's ipg pocket. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.